Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2021 using the coolmini applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on 12/dec/2021 by a medical professional.